Event description:
Clear care plus, hydrogen peroxide eye contact lens cleaner. Burn and stinging eye. This after following directions and leaving the contacts clean overnight in the basket with attached neutralizer disk. Immediate removal, then a water rinse and clean with non peroxide cleaner, provided a successful non irritation insert and normal use. Irritation approximate 90 minutes. This is product has been used successfully many multiple times in the past. This is the second time a severe sting and burn has been experienced. Inconsistent experience of burn, reason unknown. The first initial experience was very unpleasant, as I had no saline eye wash available. Therefore, the irritant remained in the eye for much longer and the severe burning and stinging resulted in extreme "uncomfort" with swelling and blurred vision. I was unable to drive a vehicle and required assistance. Irritation multiple days, approximate restore 5 days. FDA safety report ID# (B)(4).